Event description:
It was reported that the patient developed an infection. An echocardiogram revealed endocarditis on the right ventricular lead. The physician denied that the infection was device related. The system was explanted and the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.